Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A mitek employee reported that while observing an arthroscopic acl procedure with meniscal repair using an omnispan fastener system, an omnispan 12 degree needle fell into the patient's joint space after the surgeon made several attempts to deploy the implant on the needle to repair slight tears in the meniscus. The surgeon easily removed the needle and discarded it, without harm or consequence to the patient. The surgeon then used a smith and nephew fast fix 360 device to complete the repair of the meniscus.